Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with the pump and read the screen. There was no reported adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump, confirming that it was still under warranty. The customer was instructed to switch to manual daily insulin injections to ensure continuous insulin delivery, put the pump into storage mode, and return it with a pre-paid label within ten days. The customer acknowledged all instructions.